Event description:
It was reported by repair work order that the side rail would not latch into the upright position due to a broken top rail at the spindle mounting flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.